Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: visual and microscopic examination of the returned device revealed the stent was damaged at the distal end. Approximately seven rows of struts were misaligned and bunched up. The hypotube was kinked at several locations. The balloon was tightly wrapped and was not subjected to positive pressure. No further damage was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(4) 2013. It was reported that during a percutaneous coronary intervention, the stent delivery system was unable to cross the lesion. The 79% stenosed target lesion was located in the moderately calcified and severely tortuous left circumflex artery. Pre-dilation was performed with a non bsc 2.0x15mm balloon. The 2.75x16mm promus element coronary drug-eluting stent was advanced into the patient, but was unable to cross the lesion. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status is stable. However, device analysis revealed the stent was damaged.